Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a high blood glucose (bg) level; value unknown. Reportedly, the customer forgot to resume insulin after performing a supply change, resulting in the elevated bg. Customer was treated with an insulin drip and was released from the ER after 2 hours in stable condition.